Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches on the display screen that affected ability to read the screen, diminished battery life, rejects new batteries and also had random unexplained no delivery alerts. It was reported that the buttons were harder to press. The insulin pump will not be returned for analysis.